Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021 during a total knee, while impacting the femoral implant the femoral impactor broke into 2 pieces. Both pieces were recovered. The procedure was completed by using the tibial impactor to final seat the implant. The break occurred on the back side where the impaction handle attaches. This has happened numerous times before. Customer was sending the 2 broken pieces to be decontaminated with the remainder of the instruments. I will try to secure them and return them as time permits.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.